Event description:
It was reported that the mallet broke while driving a nail down during an intertrochanteric fixation. The medullary canal was adequately reamed prior to nail insertion. An additional mallet was available and was used to complete the case. Pt status is good.